Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that scope communication error b30 occurred with all endoscopes. The customer cleaned the contact and the device was running properly again. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that there was no abnormality in the device, and the user had connected to the device with the electrical contacts of the video connector not sufficiently dried or with foreign material (chemical residue, scale, sebum stains, dust, gauze fluff, etc.). Because the electrical contacts were in an unstable state, communication between the scope and the video processor failed resulting in b30 error.